Manufacturer narrative:
Unit passed displacement test, self test, and active current measurement. Unit received with unexpected battery power loss/failed battery test alarm and had high sleep current, problem isolated to pcb 2. Power graph shows unexpected battery power loss for both loaded and unloaded voltage. Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received replace battery alarm. The customer¿s blood glucose level was 13 mmol/l. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.